Manufacturer narrative:
The complaint instrument was not returned to biotronik. Therefore no technical investigation on the subject could be performed. The corresponding production documentation and pictures taken from the angiographic films were reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In the pictures from the angiographic films the target lesion as well as a severely deformed stent in the sfa is visible. The inhomogeneous radiopacity along the stent suggests focal stent compression. However, the actual complaint event is not visible in the angiographic material provided. Review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all requirements of in-process and final inspection. Based on the conducted investigations, no manufacturing related root cause could be determined. It therefore seems likely that the root cause for the complaint event is related to a handling issue during stent release.

Event description:
A pulsar-18 stent system was chosen to treat a severely calcified lesion. During release it was noted that the stent was shortened and compressed. Therefore another stent was used to finish the procedure.